Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "glucose reading unavailable" message while wearing an adc freestyle libre sensor, and therefore being unable to obtain a glucose result. Customer experienced feeling "dazy" and had contact with a healthcare professional who diagnosed her with hyperglycemia and administered an insulin injection (dose/type unspecified). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "glucose reading unavailable" message while wearing an adc freestyle libre sensor, and therefore being unable to obtain a glucose result. Customer experienced feeling "dazy" and had contact with a healthcare professional who diagnosed her with hyperglycemia and administered an insulin injection (dose/type unspecified). No further treatment was reported. There was no report of death or permanent injury associated with this event.